Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/12/2016, that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2015. The patient's mother reported that on (B)(6) 2015, the patient went to the doctor for the skin reaction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.